Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported, from chile. That the battery handpiece device had a defective functional system. And the button was locked. It was not reported, if the event occurred, during a surgical procedure. It was not reported, if there was a delay in a procedure, due to the event. It was not reported, if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported, that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the button (trigger) of the handpiece device was blocked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had corrosion/rusting/pitting, and would not run. It was further determined that the device failed pre-test for check general function of the device. Therefore, the reported condition that the functional system was defective was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: additional information b5: upon further investigation, additional information was received from the affiliate who clarified that the reported failure was related to the triggers.